Event description:
It was reported that the lead was explanted due to an unknown issue four months after implant. No adverse patient effects reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to an unknown issue four months after implant. No adverse patient effects reported. Additional information received from the field noted that it was believed to be explanted and replaced due to twiddlers syndrome. No additional adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields; b5: describe event or problem, h6: patient codes, along with any other relevant fields have been updated.